Event description:
During the incoming service inspection the reduced lcb was found. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the u/d pulley wire and the r/l pulley wire ruptured. Based on the result, we concluded that it was caused due to the excessive force applied on the u/d pulley wire and the r/l pulley wire pulley wire. In addition, we confirmed that the light guide fiber bundle (lcb) broken; however, it is not the main cause, and/or irrelevant to the alleged complaint.